Event description:
Information was received that during use of this smiths medical cadd administration sets, leaked was noted around the area of the filter on the tubing. It was reported that the patient noticed the leaking during infusion of their chemotherapy regimen (B)(4). One liter was infused over 4 days. No reported adverse effects.

Manufacturer narrative:
Device evaluation. The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. Two used samples were returned to smiths medical. The products were visually examined: this showed filter area delamination. Functional testing was performed and this showed leakage at the filter area. The manufacturer's investigation determined the preliminary cause may be a manufacturing issue. An in-depth investigation has been initiated. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedure. The review also showed the quality inspection performed after assembly process was also being performed as per procedure. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with bonding with the products being assembled. Four of these samples were selected for functional testing; these passed with no leakage.